Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise data board, sample reference valve and the mixture pinch valve to resolve the issue. (B)(4).

Event description:
The customer reported erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.